Manufacturer narrative:
(B)(4). The device was manufactured january 16, 2014 to january 17, 2014. The device was not received for evaluation; therefore, a device analysis could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the balloon of a small volume folfusor ruptured during filling. It is unknown whether or not this event involved a patient, though no patient injury or medical intervention was reported. No additional information is available.